Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was rapidly depleting. Subsequently, the pump shutdown. Customer's blood glucose level was not impacted. Customer successfully charged pump and declined to provide additional information and further troubleshooting with tandem technical support.